Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.037.016; lot: l711904; manufacturing site: haegendorf; release to warehouse date: april 20, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the buttress/compression nut was received at us customer quality (cq) with the buttress nut stuck on the guide sleeve. Functional test: a functional test was conducted, and the buttress nut could be moved upwards of the guide sleeve however in the opposite direction the buttress nut becomes stuck about a third of the way down on the guide sleeve. There is some damage to a few threads of the guide sleeve where the buttress nut gets stuck. The complaint was able to be replicated and therefore the complaint is confirmed. Since the buttress nut is able to move up and down a certain portion of the guide sleeve it is not likely that any of the inner threads are stripped. Dimensional inspection: dimensional analysis was not able to be performed because the inside diameter/female threads are not accessible. Document/specification review: the following drawing(s) was reviewed: buttress/compression nut. Conclusion: the complaint condition is confirmed as the buttress/compression nut becomes stuck on the guide sleeve. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined, it is possible that the device encountered unintended forces. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the threads of the buttress/compression nut and sleeve were stripped and could not be removed; the devices are still connected. Surgical delay is unknown. Procedure and patient outcome is unknown. This report is for a buttress/compression nut. This is report 1 of 2 for (B)(4).